Event description:
It was reported that the blade broke at the mount during a total knee arthroplasty procedure. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was approximately 5 minute delay during the procedure. It was also reported the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the blade broke at the mount during a total knee arthroplasty procedure. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was approximately 5 minute delay during the procedure. It was also reported the procedure was completed successfully.